Manufacturer narrative:
(B)(4). Batch #562a01. Additional information was requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? No other information available investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a ecr60g reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the blade of the device is blocked.